Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported he customer was experiencing an elevated blood glucose (bg) level of 458 mg/dl. The elevated bg was addressed with a correction bolus via the insulin pump. Reportedly the customer had contacted their health care professional who recommended a change to the basal rate setting. Tandem technical support assisted the customer to change the basal rate setting from 0.7 units per hour to 0.2 units per hour. Technical support requested customer contact their healthcare professional and verify if the setting should be increased and not decreased. Contact stated they would consult with their health care professional.